Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The investigation has been completed. Console logs from the reported day of event are consistent with complaint and show that 6 and a half days after pump was started, optical placement signal became unreliable, but then self resolved. Initially issue was intermittent and kept recurring, but later psnr condition was permanent and lasted util end of support (two weeks later). After pump was disconnected, shortly prior to shutdown, console logs recorded ossi_bad_lamp_reset_bench_state error, followed by failed ¿5s¿ parameter values, including light=0.53v (indication of no light). Ltlog and rtlog data show that during the events, values of contrast were oscillating between -3000 and 3000 and snr was close to 0, suggesting that light was not reaching optical bench detector. There were several occurrences of placement signal not reliable alarm (#1036, due to opm signal invalid). Console was sent to danvers in connection with another complaint, where the same failure mode was investigated. During testing the issue was reproduced. Light was intermittently absent from the optical pump connector. While lamp was working, the optical bench was passing ¿5s¿ parameter test: cavity length: 14333 nm snr: 12200 contrast: 57.4% lamp: 100.0% gain: 1.40 mano: 753.5 mmhg light: 2.70 v measurements of voltage and current across the lamp assembly indicated that the light bulb was defective. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the patient was on impella 5.5 support and there were 'placement signal not reliable' alarms. Motor current was pulsatile and flows unchanged. Staff ordered echocardiography, and placement signal monitoring was disabled. Staff monitored and support continued. There was no reported harm or injury to the patient.